Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was not feeling well, and was instructed to send a remote monitoring transmission to the clinic where it was found that the ventricular lead had high impedance. The patient alert triggered and the patient went to the emergency room which confirmed that the high voltage coil of the lead had high impedance. Two days later, the lead was capped and a new lead implanted. No patient complications have been reported as a result of this event.